Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after water was infused into the device, the balloon would not inflate. The complainant stated that there was allegedly a leak.

Manufacturer narrative:
Received 1 used 3-way foley only for evaluation. The reported event was unconfirmed as the product met specifications. Per visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. Per the functional evaluation, the sample was examined and did not find any holes, rips or tears. Introduced water into the drainage eye and did not find any leakage from the distal end of the sample. Inflated balloon with air while submerged in water and there were no bubbles to indicate a leak . Tested flow rate while balloon was inflated with 10cc water and found the flow to be 420ml/min, 400ml/min and 400ml/min. The internal flow rate specification for a sample of this product type is 100ml/min minimum, so the sample did meet the internal specifications. Inflated balloon and found concentricity to be 60:40. The internal concentricity specification for a sample of this product type is 70:30 maximum, so the sample meets the concentricity specification. Inflated with 10cc of water and performed leak test. On the seventh day, the balloon was fully inflated with no signs of leaking. During the dimensional evaluation, the shaft of the catheter was measured and found the catheter was manufactured within the specification. The shaft measurement was 16.9fr (within specification). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after water was infused into the device, the balloon would not inflate. The complainant stated that there was allegedly a leak.